Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35h7r serial# implanted: (B)(6) 2025. Explanted: (B)(6) 2025 product type lead product ID 978b128 lot# va35h7r serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 28-jan-2027, UDI#:(B)(4) h3: analysis of the returned lead (l/n: va35h7r) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was high impedances >4000 ohms on all 4 electrodes including the case, observed on the day of surgery. Troubleshooting was performed. They initially retested the impedances multiple times with no improvement. They then removed the operating room lights off the impedance check site and the issue was still not resolved. They took the ins out of the pocket site and removed the lead from the chamber. The lead was dried off and placed back in the chamber. The lead was then screwed into place and placed back under the skin. Impedances were retested however the issue was not resolved. The same steps were re-attempted again, but this time they also suctioned out any fluid from the chamber, replaced the lead, screwed the setscrew into place, and placed back in the pocket but impedances were still observed. They removed the newly placed lead and replaced it with a new lead. Once the new lead was placed no impedances were observed on any electrode and the issue was resolved. The healthcare provider thought they may have cauterized or damaged the lead before connecting the lead to the ins.